Event description:
Peritonitis. Pt with a history of total abdominal colectomy and ileorectal anastomosis for colonic inertia, underwent routine laparatomy and proximal diversion with loop ileostomy and lysis of adhesions for recurrence of constipation and difficulty with defection. Two sheets of seprafilm were placed under the midline incision prior to closure. The pt developed peritoneal signs, fever of 39.4 degrees celsius, and tachycardia. Four days after surgery, the pt was taken back to surgery to rule out an abdominal catastrophe. Fibrinous exudates and cloudy grayish ascitic fluid was found over the small bowel, under the midline incision. The abdomen was copiously irrigated with saline, drained, and closed. Cultures of the peritoneal fluid and blood showed no bacterial growth. The pt recovered without sequelae. The relationship between the adverse event and seprafilm was reported as possibly related.